Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed had an arctic sun device that was getting 113 alerts on the floor and since the device had 4785 system hours on it will be coming in for the 2000 hour pm service.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated and the reported issue was confirmed as the unit was unable to cool and a test mixing pump was needed during decontamination. Serviced the mixing pump sn (B)(6) . The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The fluid delivery line was leak tested and passed. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. A reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d,f,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd h3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the biomed had an arctic sun device that was getting 113 alerts on the floor and since the device had 4785 system hours on it will be coming in for the 2000 hour pm service.